Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification for the device. The error 663 message (expired test strips) as reported by the customer was located within the meter's memory and it is important to note that per the customer and evidenced within the log, the meter's date and time were set incorrectly by the customer which led the meter to read the test strips as expired. This is a final report.

Event description:
(B)(4). Same case as 2134265-2010-04773. It was reported that following a carotid artery stenting treatment procedure, the patient experienced low blood pressure. The lesion being treated was located in the right common and internal carotid artery. The physician advanced the filterwire ez to the lesion and implanted the carotid wallstent. Following the procedure the patient developed low blood pressure. Pre-procedure blood pressure was 140/80, post-procedure blood pressure was 92/46. The physician treated the event with medication, atropine sulfate. The event resolved. In the opinion of the physician this event was caused by carotid sinus reflux due to stent implant.

Event description:
Customer called customer service on (B)(6)2010 and reported receiving an e-6 (error code 663) message on the display of his precision xtra blood glucose meter, about "three months ago". He further reported experiencing vertigo and "low blood sugar". Customer self-presented to his healthcare provider, received a diagnosis of severe hyperglycemia and was treated with an intravenous infusion of unknown type. Customer additionally self-treated with candy. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained. It should be noted: while troubleshooting with customer service it was revealed the customer had last reset the date/time on his meter a year ago. If the date/time is not set correctly on a precision meter, the meter may read the test strips as being expired and will give an e-6 message. This is an attempt to warn customer's their test strips may have expired.